Event description:
The consumer's wife writes her husband used the patch on his back and experienced a severe burn that left a scar, which has not disappeared after two months. It is unk if the consumer sought medical attention and how the area was treated.

Manufacturer narrative:
Since this a disposable single-use device, the patch is unavailable for analysis. Two unused patches from the box were submitted to the manufacturer. A supplemental report will be submitted when an investigation is completed. Review conducted by manufacturer yielded no additional complaints or trends to date for this lot number. We will continue to monitor for other similar complaints, compose trend reports and utilize the info as part of continuous improvement. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices and therefore, is submitted voluntarily and proactively by the manufacturer to enhance product safety and pharmacovigilance.